Event description:
The reporter contacted animas on (B)(6) 2010, alleging elevated blood glucose (bg) levels. The reporter contacted animas on behalf of her daughter, the pt. The reporter claimed that the pt was taken to an emergency room (ER) on two separate occasion from (B)(6) 2010 due to high bg's. On (B)(6) 2010, the reporter reportedly brought the pt to an ER with ketones and a bg level of "588 mg/dl". The pt was treated with IV's and insulin injections every hour. After arriving home the next morning, the pt reportedly changed her site and noticed that the cannula was bent. After changing the site, the reporter claimed that the pt's bg level went down into the "100's" mg/dl. The next day, the reporter indicated that the pt's bg level was greater than "300 mg/dl" at around 8:00pm. The reporter then took the pt to the ER again. The pt's doctor advised for the pump to be taken off until it could be checked. The pt was instructed to go back on injections. The reporter admitted that the pt was sick with a sore throat and was also not feeling well. The reporter attributed to the elevated bg's due to the bent cannula and illness. The pump's basal rate was reportedly set to deliver 31.05 units per 24 hours period. The tdd basal history showed: "(B)(6) 2010, 30.05 units delivered; (B)(6) 2010, 30.915 units delivered; (B)(6) 2010, 32.13 units delivered; and (B)(6) 2010, 31.05 units delivered." A review of the pump did not reveal any temporarily set basals. This complaint is being reported due to the following conclusion: the reporter claimed that the pt's bg levels exceeded 500 mg/dl and the pumps basal settings did not match the basal tdd.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.